Event description:
It was reported the pt had fluoroscopy to confirm the pump kept flipping. The pump was to be replaced on (B) (6) 2010 with a new pump and a "sock" to keep it in place.

Manufacturer narrative:
(B) (4).